Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 400-600's mg/dl). Insulin injections and boluses via the pump were used to address the bg level. A cause of the past occlusions could not be determined. A pump system check was performed using the current pump supplies. The cartridge and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. A new cartridge was loaded an insulin was observed exiting the tubing.